Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) died. The physician suspected dual tachycardia was not declared due to the irregular rhythm but wanted confirmation and wondered how to program the device to avoid this issue. Technical services reviewed save to disk data and discussed that dual tachycardia was not detected due to the atrioventricular dissociation criteria not being fulfilled. Technical services discussed that the device was functioning normally. Although the lower detection rate was clinically sub optimal, this was not the primary cause of death. Technical services discussed that it didn¿t seem that there would have been a better programming option as both options (ventricular fibrillation (vf) counter or a possible ventricular tachycardia (vt) counter programming) fulfilled its expectation. Autopsy was not performed. Cause of death was unknown. The patient¿s past medical history was significant for ischemic heart disease. Per the physician, there was no allegation against the ICD.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).